Manufacturer narrative:
It was reported that the central nurse's station (cns) failed to provide an audible alarm when alarm limits is breached. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) failed to provide an audible alarm when alarm limits is breached. No consequence or impact to the patient.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, customer at (B)(6) reported that cns unit was alarming, but no audio was coming through on mu-971ra with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: nk technical support could duplicate the issue and assisted in troubleshooting. Nkts suggested the customer to check if replacing the existing cable helps in resolving the issue. Customer called back and informed that replacing the audio cable did resolve the issue. Nkts provided customer with part number of audio cable. Root cause of the issue was defective audio cable. The issue was resolved. Review of device sap history found no previously reported audio alarm issues with the unit. Approximate age of the unit is 8 years at the time of reported issue. The warranty of the device expired on 11/13/2012. The device is in use since 11/13/2010. Investigation result(s): root cause of the issue was defective audio cable. Review of device sap history found no previously reported audio alarm issues with the unit. Approximate age of the unit is 8 years at the time of reported issue. The warranty of the device expired on 11/13/2012. The device is in use since 11/13/2010. According to product history, 9 similar issues have been reported under mu-971ra with issues related to no alarm on cns. Following are the details of the issues with ticket#: · ticket# (B)(4) (300151812): on 11/30/2018 customer at (B)(6) attn: accounts payable reported issue of a/e000167 no alarm sound on mu-971ra with serial# 1597 .the issue was resolved. The root cause of the issue was determined to be defective audio cable · ticket# (B)(4) (300132483): on 07/23/2018 customer at (B)(6) medical ctr reported issue of mu-971ra no audio alarms on mu-971ra with serial# (B)(6).the issue was resolved. The root cause of the issue was determined to be user error in incomplete cable connection/set up · ticket# (B)(4) (300132923): on 07/25/2018 customer at (B)(6) medical ctr reported issue of no alarm sound on mu-971ra with serial# (B)(6).the issue was resolved. The root cause of the issue was determined to be user error as the sound cable was not completely seeded into the slot · ticket# (B)(4) (300157213): on 01/25/2019 customer at (B)(6) reported issue of no alarm sound on mu-971ra with serial# (B)(6).the issue was resolved. The root cause of the issue was determined to be resolved after the cns was rebooted. A possible root cause may be that regular maintenance was not performed on the unit. Per service manual recommendation, a restart once every three months of the central monitor should be performed in order to maintain stable operation. · ticket# (B)(4) (300107607): on 12/21/2017 customer at (B)(6) attn: accounts payable reported issue of no alarm volume on mu-971ra-c with serial# (B)(6).the issue was resolved. The root cause of the issue could not be identified, however the issue was resolved by replacing the monitor. · ticket# (B)(4) (300125263): on (B)(6) 2018 customer at (B)(6) reported issue of v.tachy did not alarm on mu-971ra with serial# (B)(6).the issue was resolved. The root cause of the issue was determined to be nk software malfunction. · ticket# (B)(4) (300120891): on (B)(6) 2018 customer at (B)(6) reported issue of no sound on cns on mu-971ra with serial# (B)(6).the issue was resolved. The root cause of the issue was determined to be the root cause of the issue could not be identified. The age of the device was 7.5 years · ticket# (B)(4) (300135418): on (B)(6) 2018 customer at (B)(6) reported issue of no sound on cns on mu-971ra with serial# (B)(6).the issue was resolved. The root cause of the issue was determined to be user error as the audio cable was missing · ticket# (B)(4) (300172888): on (B)(6) 2019 customer at (B)(6) hospital reported issue of no sound on cns on mu-971ra with serial# (B)(6).the issue was resolved. The root cause of the issue was determined to be the root cause of the issue could not be identified. The age of the device was 10 years the root causes of: · 1 reported issue was identified to be defective audio cable · 1 reported issue was nk software malfunction · 1 reported issue was resolved by replacing the monitor · 3 reported issues could not be identified; however, the issue is expected to be caused by aging of the device · 3 reported issues were identified as user error due to incomplete or missing connection setup product mu-971ra information: mu-971ra was the main unit of cns-9701a model which was discontinued on 11/14/11 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. Investigation conclusion. Investigation result(s): root cause of the issue was defective audio cable. Review of device sap history found no previously reported audio alarm issues with the unit. Approximate age of the unit is 8 years at the time of reported issue. The warranty of the device expired on 11/13/2012. The device is in use since 11/13/2010. Product mu-971ra information: mu-971ra was the main unit of cns-9701a model which was discontinued on 11/14/11 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. Corrected information: f9. Approximate age of device: incorrectly calcuated. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; correction; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
It was reported that the central nurse's station (cns) failed to provide an audible alarm when alarm limits is breached. No consequence or impact to the patient.